Manufacturer narrative:
Device broke intra-operatively. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 08. Jan 2014. Expiry date: 01. Dec. 2023. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during a procedure, the reported screw was unable to be inserted in the bone when the surgeon was screwing. The tip of the screw was discovered as broken. No surgical delay was reported. No patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the investigation of the complaint articles has shown that: we have received article 04.503.104.01s back for investigation. The provided visual inspection has shown that on the thread flanks there are notches and shaved of material to see. The recess of the screw is not damaged. The tip section is dull but not broken. Such small screws are delicate to handle. No manufacturing related fault was found. Part #: 04.503.104.20, lot#: 7511472 (non-sterile) - ti matrixneuro screw self-drilling 4mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. It is likely that due the contact with hard bone the screw tip got dull and a further insertion has been found to be difficult or was not more possible. Evaluation was conducted by chu. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.